Event description:
The recipient reportedly underwent a procedure called "electrostimulation pain reliever" around the neck in (B)(6) 2020. The recipient is now presenting with pain, soreness, and a rawness around the head and neck, including the implant site. During a clinical inspection a black matter was removed from the implant site. The recipient has ceased device use due to pain. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced pain at the implant site and all around the head. The pain occurred after a chiropractor appointment. The recipient experienced a white head on the implant site. The recipient had the white head removed and analyzed, however, it did not reveal any abnormalities. The recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.